Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch# (B)(4) that the guidewire tip was detached and remained inside patient's body. The target lesion was located in the right uterine artery. A fathom¿ -16 was selected for use. During the procedure, when the physician attempted to remove the fathom¿ wire and the catheter, it was noted that the tip of the wire broke off. There were no additional interventions performed to retrieve the broken component and it remained inside the patient's body. No further patient complications were reported and the patient's status was fine.